Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room due to hypoglycemia and also loss of consciousness. Customer was alleging insulin pump for possible over delivery. Customer stated that blood glucose level at the time of incidents was 3.5 mmol/l. Customer treated it with glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer report proceeding in troubleshooting per alleged delivery of insulin without user input. Reservoir will not be returned for analysis.